Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thus due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up, continued self test, currents testing, download of history files and traces using thus. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no blank display noted. Blank display was confirmed due to shifted battery tube assembly. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:18:01.000, (B)(6) 2023 07:28:00.000, (B)(6) 2023 07:31:09.000, (B)(6) 2023 07:32:12.000, (B)(6) 2023 07:45:09.000, (B)(6) 2023 07:55:00.000, (B)(6) 2023 09:48:41.000, and (B)(6) 2023 09:48:53.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:29:20.000, (B)(6) 2023 07:29:45.000, and (B)(6) 2023 07:30:50.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:30:38.000, (B)(6) 2023 07:34:03.000, (B)(6) 2023 07:56:18.000, and (B)(6) 2023 07:56:29.000. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:29:03.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:29:03.000 and (B)(6) 2023 07:29:29.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:30:25.000 and (B)(6) 2023 07:56:03.000. Insert battery alarm was expected since the battery was removed from the pump. Failed battery alert/battery failed alarm was unexpected since the customer is using a good battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected. The restart was caused by inserting the battery in. The pump was off and user inserted the aa. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 13-aug-2023 in the formatted history file. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back side. Unable to perform the required testing, download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. Failed battery alert/battery failed alarm was confirmed due to slight corrosion on the pcba1 and pcba 2. During visual inspection, slight corrosion was also found on the force sensor, motor and vibrator assembly noted. The battery tube assembly was pushed back into the right position and the pump was able to power up, continued self test, currents testing, download of history files and traces using thus and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the crack on the back side of the pump. Troubleshooting was performed and the customer stated that the insulin pump was not bumped/dropped. The customer confirmed that there was no damage of out-of-box and retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.